Manufacturer narrative:
Title: clinical and angiographic assessment of the culotte technique for the treatment of complex coronary bifurcation lesions year: 2022 reference: doi:10.24875/rccar.m22000133 a2: average age a3: majority gender b3: date of publication death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "clinical and angiographic assessment of the culotte technique for the treatment of complex coronary bifurcation lesions". The aim of this single-centre, prospective study was to evaluate candidates patients for angioplasty with culotte technique, with proved diagnosis of coronary bifurcation lesions. The lesions included anterior descending artery, the diagonal branch, circumflex artery with the marginal branch. The patients were included regardless of any clinical and/or angiographic presentation of their disease. The patients received a loading dose of 300 mg of aspirin and 600 mg of clopidogrel or 180 mg of ticagrelor if they had not received a previous dose of the medicines. To perform the culotte technique, a 0.014¿ angioplasty guide wire was advanced to the distal bed of the main branch and a second 0.014¿ angioplasty guidewire to the distal bed of the side branch. Both branches were pre-dilated with a semi-compliant balloon (sc). Then, the first stent was implanted in the most angulated branch. Drug-eluting stents (dess) were used in all patients. The first choice was the stent coated with zotarolimus, resolute onyx des and non-medtronic stent coated with sirolimus. Then, the 0.014¿ guide wire was crossed through the cell closest to the carina and the stent cell was opened towards the branch considered as the main branch, the second des was implanted in the main branch through the stent cell of the side branch. Afterward, the 0.014¿ guide wire is crossed again toward the side branch through the stent cell and the cell is opened with a semi-compliant balloon, next, the post-dilation of the stents is performed in the side branch and main branch with non-compliant balloons (nc), performing simultaneous kissing inflation of the balloons in the carina, to reshape it. Finally, a dilation is performed by proximal stent optimization technique (pot) with a non-compliant balloon with a diameter of 0.5-1 mm larger than the stent diameter of the main branch. Between june 2017 to june 2018, clinical follow-up was achieved at 30 and 180 days in 43 patients of the patients initially included, and angiographic follow-up at 180 days in 32 patients. There were no complications during the procedure of 37 of the patients; in 4 of the patients, it was not possible to open the cell toward the side branch to perform the final kissing; 1 of the patients showed a cardiogenic shock in the procedure due to acute coronary syndrome; 2 patients presented coronary dissection after pre-dilation of the lesions, which was treated with stent implantation; and 1 of the patients presented subacute stent thrombosis in the proximal segment to the main branch of the bifurcation, 7 days after the angioplasty. Within 30 days after the procedure, two patients died from causes related to their heart disease (acute myocardial infarction), two patients reported angina, two reported dyspnea, and one claimed feeling heart palpitations (no arrhythmia was documented). The patient with definite subacute stent thrombosis required a new revascularization of the treated lesion. After 6 months, 32 patients were followed up by angiography, 4 of which showed evidence of isr > 50%, which involved at least one of the bifurcation areas; in 3 patients, the isr was at the origin of the side branch only. In all patients with isr, des with zotarolimus had been used. In the cases of patients who showed coronary dissection during the procedure, the strategy chosen was not modified because the dissections were short, did not limit flow, and were in the pre-dilated lesion. Therefore, the dissections were successfully treated with the stenting planned for the procedure. One of the two patients showing coronary dissection after pre-dilatation had no clinical complications in the 30-day or 6 months follow-up ; and the other patient died within the 1st week after the procedure from cardiac complications due to pre-procedure acute coronary syndrome. It was believed that the probable cause of thrombosis was the prothrombotic state conditioned by the non-st-segment elevation acute coronary syndrome. However, one of the limitations of this study was the lack of availability of intracoronary imaging methods, such as ivus or oct, that could deter-mine the possible causes of stent thrombosis more specifically. It was concluded that the use of the culotte technique with two new-gen-eration drug-elutingstents to treat complex coronary bifurcation lesions is an effective option and does not increase the risk of complications during the procedure nor the risk of isr.

Manufacturer narrative:
Additional information: annex d code. Correction: annex e codes. Section b.2. Outcome attributed to adverse event. Eugenio f. Ionescu-silva, álvaro bula "clinical and angiographic assessment of the culotte technique for the treatment of complex coronary bifurcation lesions". Revista colombiana de cardiologia, no. 2, 2022, doi:10.24875/rccar.m22000133. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.